Event description:
The rn called to room in the evening. Patient stating "I woke up from my nap and my line was broken, I don't know what happened." Central line noted to be severed approximately 1cm from insertion site. Surgery and gi residents notified. Surgery resident to bedside. Patient refused removal of line at bedside. Surgery resident used suture to clamp off line and placed new dressing. The 1:1 sitter initiated immediately after event occurred. Patient will need new central line placed.